Event description:
Event description guidant received information that a very fast rhythm, most likely noise, was oversensed by the rate/sense leads and due to this pauses in pacing were noted on the shock electrogram.